Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s history was reviewed and showed dates from 01/04/2007 ¿ 01/16/2013. Inaccurate time setting and multiple occurrences of the pump rebooting were observed. The battery compartment was found to be intact with no moisture contamination observed inside. The battery cap was able to be fully tightened and no power loss was observed when tested. The pump was exercised for 24 hours with no power loss or battery related warnings occurring. The pump case was removed; no evidence of moisture was observed inside the pump. The battery terminal contacts showed no evidence of intermittent contact. Unrelated to the complaint, evaluation revealed a dim, discolored display screen. For testing, a new test screen was inserted and was found to function properly. The issue of intermittent power was not able to be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated the pump would reboot without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.